Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer's blood glucose was 48 mg/dl at the time of incident. The customer's blood glucose was 105 mg/dl at the time of call. The customer stated that she was admitted as an inpatient for medical treatment. The customer treated her low blood glucose with food and glucose tablets. The customer stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting did not found any issues on the insulin pump. The insulin pump will not be returned for analysis.